Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual decrease in pacing impedance measurements from the 550 ohms range to the 200 ohms range. A single low out of range pacing impedance measurement less than 200 ohms was observed and resulted in activation of the lead safety switch (lss) to unipolar configuration. Oversensing of noise was then observed in unipolar configuration. It was reported that the patient recently began swimming. Boston scientific technical services (ts) discussed potential causes. The lead was programmed to a split configuration and improved pacing impedance measurements were observed. The physician plans to continue monitoring. No adverse patient effects were reported. This product remains in service.